Event description:
It was reported that a (B)(6) white hispanic female patient underwent primary breast reconstruction with a (left) 650cc mentor memorygel breast implant and a (right) 600cc mentor memorygel breast implant. Post-operatively, the patient suffered body hurt, joint pain, migraines, and right breast implant rupture. MRI initially diagnosed the right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement with non-mentor implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Health effect: clinical code (B)(4): generalized illness. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).